Event description:
It was reported the device displayed -system failure-. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the pump was cracked on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced main pcb and upgraded to a v6.0.1. Replaced all the plastic parts of plunger assembly for physical damaged, replaced speaker for damaged also replaced lead screw and both clutch halves for motor rate error was found during repair. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.